Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threads on screw are smashed.

Manufacturer narrative:
Examination of the submitted device confirmed damage and wear to the attachment screw threads. The root cause is attributed to device wear from normal use and servicing. A complaint database search finds no additional reports against the complaint sample product and lot combination. A two-year complaint database search against product code 229456130 finds no additional reported events. Based on the root cause determination of device wear from normal use and servicing and the low frequency of reported events, the need for corrective action is not indicated. Monitor through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.